Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("there was a partially expelled essure coil") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and multi gravida in 2013. Concurrent conditions were listed as dysmenorrhea, pelvic pain and abnormal uterine bleeding since 2021. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: by history, the patient has had a prior essure procedure. There are radiopaque devices evident in the region of both fallopian tubes. Impression: there was no evidence of extravasation of the contrast from the fallopian tubes. Consequently, the fallopian tubes are felt to be occluded by the essure devices. [Hysteroscopy] on (B)(6) 2013: essure insertion: the device was in good position with 1 trailing coils. A similar technique was used on the right with 6 trailing coils. [Pathology test] on (B)(6) 2021: final diagnosis uterus, cervix, hysterectomy: 1. C-section site(s), but the cervix is negative for dysplasia and/or malignancy. Uterus, endometrium, hysterectomy: 1. Benign dyssynchronous secretory pattern endometrium with stromal breakdown, but the endometrium is negative for atypia and/or malignancy. Uterus, myometrium, hysterectomy: 1. Adenomyosis. Uterus, serosa, hysterectomy: 1. Fibrous adhesions. Right fallopian tube, excision: 1. Metallic coil (intact essure device), but the fallopian tube shows no left histopathologic diagnosis. Fallopian tube, excision: 1. Metallic coil (intact essure device), but the fallopian tube shows no histopathologic diagnosis. Gross description: the right fimbriated fallopian tube is 5.5 x 0.7 cm with a proximal and having a silver metallic coil. The left fimbriated fallopian tube is 5 x 0.5 cm with the proximal and having a silver metallic coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("there was a partially expelled essure coil") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and multi gravida in 2013. Concurrent conditions were listed as dysmenorrhea, pelvic pain and abnormal uterine bleeding since 2021. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. The reporter considered device expulsion to be related to essure administration. The reporter commented: the device was in good position with 1 trailing coils. A similar technique was used on the right with 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: by history, the patient has had a prior essure procedure. There are radiopaque devices evident in the region of both fallopian tubes. Impression: there was no evidence of extravasation of the contrast from the fallopian tubes. Consequently, the fallopian tubes are felt to be occluded by the essure devices. [Pathology test] on (B)(6) 2021: final diagnosis uterus, cervix, hysterectomy: 1. C-section site(s), but the cervix is negative for dysplasia and/or malignancy. Uterus, endometrium, hysterectomy: 1. Benign dyssynchronous secretory pattern endometrium with stromal breakdown, but the endometrium is negative for atypia and/or malignancy. Uterus, myometrium, hysterectomy: 1. Adenomyosis. Uterus, serosa, hysterectomy: 1. Fibrous adhesions. Right fallopian tube, excision: 1. Metallic coil (intact essure device), but the fallopian tube shows no left histopathologic diagnosis. Fallopian tube, excision: 1. Metallic coil (intact essure device), but the fallopian tube shows no histopathologic diagnosis. Gross description: the right fimbriated fallopian tube is 5.5 x 0.7 cm with a proximal and having a silver metallic coil. The left fimbriated fallopian tube is 5 x 0.5 cm with the proximal and having a silver metallic coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.